Event description:
During the implant procedure, there was difficulty removing the deployment catheter because the balloon had not been able to deflate completely. So, the sheath was removed with the catheter. When a new sheath was advanced the ipsilateral graft limb became pushed up and dislodged. Physician retrieved the limb but could not reseat it. A retroperitoneal approach was taken to repair the right common iliac. The right graft limb was sutured to the artery. The left limb was deployed via the femoral incision. A minimum amount of endoleak was considered acceptable and the patient was closed. Patient was hemodynamically stable. The patient developed multi-system organ failure and died 25 days after surgery - when the family decided to stop life-support measures. Post operatively the patient experienced renal insufficiency - which progressed to renal failure - an episode of septicemia, secondary to a gram negative urinary tract infection, which resulted in hypotension and respiratory distress requiring reintubation. Patient was also found to have hepatic insufficiency.

Manufacturer narrative:
Notification of event was received as feedback on 2006 physician mailing. Supplemental medical records were obtained from the law firm as result of a claim.